Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6)

Event description:
Related manufacturer report number: (B)(4) it was reported that both of the patient's leads had high impedances due to being fractured. The issue was confirmed via x-ray. It was noted that the high impedances made the patient unable to set their ipg to MRI mode and was causing ineffective therapy. The patient did not recall any previous trauma. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
It was reported that the patient leads show high impedances indicating fractures. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.